Event description:
The pt's family member called lifescan and alleged that pt's meter was set to the wrong unit of measurement. Medical affairs spoke to the pt's second family member and obtained/verified the following information: the pt's meter was set to the wrong unit of measurement for approximatley one month. It is not known how the meter came to be set incorrectly. The pt continued to take their ora medications and insulin as directed. The reporter was not familar with the type and amounts of medication the pt takes. They did not make any changes to their regimen. On the day of the event, the pt had stated that they were not feeling well. They were taken to the emergency room and the hospital result was 650 mg/dl. They were treated with insulin and released when their blood glucose levels lowered. Due to a spontaneous/unintentional power interruption, the meter reverted from the "mg/dl" to "mmol/l" unit of measurement; which may have contributed to the hyperglycemia. The pt was not obtaining results in the correct unit of measurement for approximately one month, they were unaware that they had hyperglycemic and their treatment may have been delayed. A replacement meter is being sent to the pt.